Manufacturer narrative:
(B)(4). The atriclip achv40 device was returned for evaluation. The device applier passed all inspection criteria but the clip complaint was confirmed to have the exposed metal piece near the crimp area but it is unable there is no way to determine was the clip slid off the atrial appendage as there is no way to measure the force. This was a malfunction, there was no reported adverse event.

Event description:
It was reported that on (B)(6) 2019 a patient underwent an aortic valve repair and left atrial appendage management procedure. The surgeon stated that the atriclip achv40 was frayed at the end with metal pointing out and that once the clip was deployed on the left atrial appendage, easily slid off. The patient was on-pump for an additional fifteen minutes while the surgeon excised the achv40 clip and sutured the left atrial appendage closed. The patients care or procedure outcome were not affected.